Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture/capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 375cc mentor memorygel breast implants experienced bilateral baker grade iii/IV capsular contracture and bilateral rupture post procedure. It was described to pull up, be painful, hard, and look altered. The patient visited the physician¿s office and received a medical diagnosis for the capsular contracture. As a result, explant and replacement with allergan implants was performed on (B)(6) 2020. The left sided capsular contracture was reported initially under 1645337-2020-06861 on (B)(6) 2020. On april 20, 2021 mentor received additional information and initial awareness of bilateral issues. This report relates to the right sided prosthesis.